Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, an 18f ce manta was planned for closure. The physician successfully placed the introducer into the manta sheath to skin level. However, he was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce out of the value and not remain in place. The physician held the bypass tube in position and continued to apply more force eventually pushing into and connecting to the sheath hub. The IFU indicates if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
As reported: the clinician successfully placed introducer in manta sheath to skin level. But when he pushed in the bypass tubed through valve, the bypass tube popped out of valve instead of staying in place. The physician held the bypass tube with his finger to keeping in position and pushed the rest of the manta device into the sheath.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the clinician successfully placed introducer in manta sheath to skin level. But when he pushed in the bypass tubed through valve, the bypass tube popped out of valve instead of staying in place. The physician held the bypass tube with his finger to keeping in position and pushed the rest of the manta device into the sheath.